Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for longer than 48 hours. The patient reports tehri blood glucose level had rose to 350 mg/dl. The patient reports they had administered correction boluses but their blood glucose level had not decreased. Upon removal of the pod the patient reports the pod infusion site was red, swollen and had purulent discharge as well as bleeding. Once at the hospital emergency room the patient was diagnosed with an abscess as well as an infection. The patients pod infusion site was lanced and drained. The patient was prescribed keflex to be taken daily for 10 days. The patient was discharged from the hospital the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the fluid path were observed that could have contributed to the reported infection at the infusion site. The exact cause of the reported infection at the infusion site could not be determined.